Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to perpetual rebooting. A receiver boot test was performed and failed due to perpetual rebooting. Functional tests were not performed due to perpetual rebooting. An internal visual inspection was performed and passed. The receiver log was downloaded after detached ui pcba, and retrieved the receiver download. The receiver log was reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an "error hwbat" was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.